Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high pacing impedance, rising and high thresholds, and oversensing with noise. A lead fracture is suspected. It was noted that a lead polarity switch occurred. The lead was reprogrammed and the device mode was updated from ventricular to atrial pacing. The patient will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
Additional information received indicated increased impedance and threshold confirmed during follow up device check. No oversensing was observed in unipolar configuration. Based on the increased lead impedance and the pacing threshold measurements, a fracture is no longer suspected. The device was reprogrammed to original mvp (managed ventricular pacing mode). The patient will continued to be monitored and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.